Event description:
Meter name: one touch basic original, strip name: one touch test strips, meter code: unknown, strip code: unknown, strip storage: unknown. Symptoms: shaking and out of their mind. A patient reported they called paramedics. Their meter allegedly was inaccurately high. The result on their meter was 102 mg/dl. The result on the paramedics meter was 47mg/dl. The time difference between patient's meter and paramedics meter was over 30 mins. Cust states that paramedics had to treat patient. Treatment was unknown. No further information has been reported.